Event description:
A healthcare facility in (B)(6) reported that three rt236 neonatal breathing circuits were leaking at the swivel y-piece.no patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that three rt236 neonatal breathing circuits were leaking at the swivel y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The three complaint circuits were from lot numbers: 110629, 110711 and 110809. Method: two of the complaint swivels were received and were visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the pressure test revealed that both swivels were within specification. The water bath test revealed that one of the swivels had a slight leak. The visual inspection revealed cracking/damage to the swivel wye of both devices. A lot check revealed no other complaints for any of the three lot numbers. Conclusion: we are unable to determine when the damage to the swivels occurred, but it was most likely during transport to, or handling at, the user facility. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the damage to the circuit would have caused leak, which would have would have been detected by the automatic leak and flow tester on the production line. This suggests that the damage occurred post production.

Manufacturer narrative:
(B)(4)the complaint devices are currently en route to fisher & paykel healthcare new zealand. We will provide a follow up report upon completion of our investigation.